Event description:
On november 11 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made on behalf of medical surveillance. The reporter detailed that the meter issue began on (B)(6) 2016 and that the patient had obtained results of ¿250 and 359mg/dl¿ on the subject meter, which she felt were inaccurately high in comparison to results of ¿171 and 248mg/dl¿ obtained on another device. The tests were performed more than 30 minutes apart and therefore do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin dose and the reporter stated that the patient continued to take her usual dose of medication in response to the alleged issue. The reporter stated that on (B)(6) 2016 the patient developed symptoms of ¿chest pain and fainting¿, with the reporter confirming during follow-up that the patient lost consciousness, and that the patient was given a ¿spoon of honey¿ at 10:00am on (B)(6) 2016 to treat the symptoms. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.